Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect and received intermittent stimulation from the implantable neurostimulator. The patient was to meet with the healthcare provider (hcp) on (B)(6) 2011. The information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.